Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set came off as the tape edge was folded during insertion and came off when the patient took a shower on (B)(6) 2026. No further information is available.